Event description:
It was reported that during an a-fib procedure, using navx, it was noted high impedance. When the physician removed the catheter from the patient, it was noticed that the distal electrode seemed "separated" from the shaft of the catheters. The customer stated that this occurred with 2 catheters. The physician continued the case with the same product. Follow ups were performed to obtain additional information regarding the catheter condition with no success. On (B)(6) 2012, the reporter stated that the catheter had char on the tip. As we didn't have confirmation from the customer regarding the size of the char, it was decided to report this event. Further information received by the customer on (B)(6) 2012 stated that the physician was using velocity, and the high impedance cutoff settings worked properly. When the physician observed the char on the catheter tip, it was cleaned and the case continued with no patient consequences. No pop was observed.

Manufacturer narrative:
(B)(4). Upon receipt, the two devices were evaluated. Electrical, temperature and stockert tests were performed and both catheters were found within specifications. The catheters were visually inspected and no signs of damages and / or char were observed, the tip electrode was properly attached to the catheter. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility.